Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer is having trouble with the insulin pump. Customer tried priming and gets into the prime loop. The insulin pump also resets. Insulin is dripping out. The blood glucose reading is 15.0 mmol/l. Customer will treat with manual injection. The insulin pump alarmed during the prime process. There is a crack at the bottom of the insulin pump. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.